Event description:
It was reported that the lead was not able to pass into the epidural space enough to allow all of the lead in the epidural space. The lead slid out after implant. It was felt that it was due to obstruction in the spinal canal which then pushed the lead out when the patient was no longer prone. A revision was attempted the night prior to this report without success so the system was explanted. Percutaneous leads would be attempted for implant in the future. Impedance testing, x-rays, and reprogramming had been done as diagnostics. The patient experienced less than 50% therapy relief. This occurred at the usual area of pain. Follow-up determined that no replacement procedure had been scheduled yet at the time of this report as it was too soon for a replacement surgery. It was unknown how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).